Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump stated pca connected and then pca not connected. No adverse event reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed multiple occurrences of the reported issue. The investigation determined that the main printed circuit board was the cause of the reported issue. The main printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, the issue was found in the pharmacy during the pump check out.